Event description:
It was reported that while in the cardiology department the intra-aortic balloon (iab) was inserted through a sheath successfully. The patient received intra-aortic balloon pump (iabp) therapy for two days, when the patient was transferred to another hospital's intensive care unit. The second hospital used datascope. When the md exchanged the iap-0500f for the datascope pump, the balloon burst when connected to the datascope pump. According to the report it is unclear when this event took place. There was no reported patient death or injury. It is "unknown" if medical/surgical intervention was required. The iab was removed, but it is unk if another iab was inserted. It is also unk if there was a delay or interruption in therapy. Patient complications are marked as "unk". The patient's outcome is listed as "unknown, still in the hospital".

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.